Manufacturer narrative:
(B)(6) 2018 - this lead was capped and replaced on (B)(6) 2017.

Manufacturer narrative:
The medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed an increase of the pacing impedance from initially 500 ohms in (B)(6) 2017 to >500 ohms in (B)(6) 2017. Furthermore the values of the threshold measurements taken in (B)(6) were compared with the ones of (B)(6) 2017. An increase from 0.9 v @ 0.4 ms to 3.1 v @ 0.4 ms was noted. The sensing amplitude demonstrated initial values around 14 mv with a gradual decrease to 12 mv between (B)(6) 2017 followed by a sudden decrease to 7 mv in (B)(6). Subsequently the sensing amplitude gradually decreased to 6 mv until (B)(6) 2017. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that the lead impedance has started to rise gradually since (B)(6) 2017 approx. 48 months after the implantation. At the same time, the threshold increased and r-wave amplitudes decreased. According to the current information, the patient is booked for a revision.

Manufacturer narrative:
(B)(6) 2017 - an attempt to replace the lead was performed on (B)(6). It was not successful. The lead was reconnected with the rv unipolar and bipolar impedances being in range. The threshold remained high (3.0v@0.4ms). A new system implant on the right side is under consideration, but not decided yet. Should additional information become available this file will be updated.